Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had external leakage from the tube. This was identified at the station before treatment. The bag was replaced to continue the treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from january 29, 2020 to january 30, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.